Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor began to flicker. Control of the pumps remained available through redundant local controls. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.